Event description:
It was reported that about four years after implantation of the band and approximately 6-7 ml of inflation, the patient gained weight. When the surgeon operated on the patient, it was discovered that the band buckle was torn, causing the band locking mechanism failure. Additionally, the patient did not eat as recommended and ate large amounts of food.

Manufacturer narrative:
Information anticipated, but unavailable at this time.